Event description:
The customer originally returned his olympus evis lucera bronchovideoscope due to an air/water leakage in the control section. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the coating on the connecting tube was peeling off. This report is being submitted to capture the peeling coating material found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The channel tube was broken and caused the reported leakage. Additionally, as noted, the coating material was found peeling off the connecting tube. There was corrosion on the connector and control unit due to leakage. The corrosion on the connector was also compromising the image due to the faulty connection. Due to the elongation of the angle wire, the bending angle was also found out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following investigation was performed on all three events. Event 1: coating at the insertion section peeled off. It is likely that the coating peeled off due to physical stress such as rubbing / hitting the insertion section, because sbc device inspection detected the insertion section squashed. Event 2: corrosion occurred in the control section. It is likely that the event occurred by the following fluid invasion. Event 3: image noise appeared due to corrosion of el-connector. It is likely that the event occurred by the following fluid invasion. The event can be detected/prevented by following the instructions for use which state: the detection method is provided in bf type 260 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.